Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity and race. (B)(6). The access accutni+3 reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample, with animal derived antibodies and blocker proteins specific to alkaline phosphatase reduced the elevated result confirming the presence of patient source interferents. Per the access accutni+3 for access 2 systems instructions for use (IFU) "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." "Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences" in conclusion, patient source interferent of both animal derived antibodies and alkaline phosphatase is the cause of the reproducible elevated access accutni+3 results reported by the customer for this patient.

Event description:
The customer contacted beckman coulter on july 21, 2017 to report generating reproducible elevated troponin I (access accutni+3) results for one patient on the laboratory's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) the initial access accutni+3 result was obtained on (B)(6) 2017 and recovered above the normal reference range of the assay. The patient was redrawn on multiple days and the access accutni+3 results continued to increase, all above the normal reference range of the assay. There was a change in patient treatment as the patient received 500 milligrams of solumedrol for three days. ((B)(6) 2017.) There was no report of any additional change or impact to patient care or treatment in association with this event. The patient was transferred to the university hospital on (B)(6) 2017. The patient's sample was analyzed on three different methodologies (roche, siemens centaur and the alere triage) and recovered within the normal reference range of the assay. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. There were no hardware errors or other assay issues reported in conjunction with this event. The samples were collected in lithium heparin plasma, serum and edta tubes. Centrifugation information such as speed, time and temperature were not provided. No issues with sample integrity were reported.